Manufacturer narrative:
The reason for this revision surgery was an un-repairable cuff tear, that had to be converted from a turon to reverse shoulder prosthesis. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint a review of the product complaint report history showed there have been 47 prior complaints against this part number. Summary of investigations: 11 for trauma, 19 for instability, 5 infection and others not associated with a product issue. This is the first complaint from this lot. No information was provided that definitively described the root cause or reason for the cuff tear. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an unrepairable cuff tear; it was hard to convert from a turon to reverse shoulder prosthesis.